Manufacturer narrative:
Immucor reviewed customer instrument camera images remotely: cell 2: e+(homozygous). Sample ID (B)(6): negative results for both cells, visually negative on (B)(6) 2016 the pi lab confirmed reactivity of the e antigen on cell 2 ((B)(6)) of retention cap r rs I,ii lot x441 in manual capture using retention capture-r ready indicator red cells lot 221599 with retention anti-e lot 8a631-1-c (1:128 dilution). Controls performed as expected. Positive results exhibited 4+ reactivity. Retention product performed as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody screen when testing a sample using capture-r ready-screen I and ii (crrs I,ii) on a galileo neo instrument. Patient has previous history of anti-e, anti-c, and anti-cw. Currently only anti-e is reacting. The neo is in the process of being validated and not used for actual patient testing. Sample number used for all testing is (B)(6).